Event description:
Customer's daughter reported hospitalization. Customer is experiencing high blood glucose. Customer experiencing dry mouth and vomiting. The current blood glucose reading is 477 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.